Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated field: b4; b5; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:d8; g1 contact person ¿ mfg site; h6 medical device ¿ problem code due to character restrictions in block e1 full event site name is (B)(6). A getinge field service engineer (fse) confirmed customer complaint. Fse replaced front end pcb (d670-00-1164), this corrected issue. Performed full system calibration. Replaced both expired li ion batteries (d146-00-0097). Consumed buna o-ring (d354-00-0208). Device passed all functional and safety tests according to factory specifications. A getinge field service engineer (fse) confirmed customer complaint. Fse replaced front end pcb (d670-00-1164), this corrected issue. Performed full system calibration. Replaced both expired li ion batteries (d146-00-0097). Consumed buna o-ring (d354-00-0208). Device passed all functional and safety tests according to factory specifications. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 8 nov 2024. The failure analysis and testing dept. Received part number 0670-00-1164 rev. B, sn (B)(6) with a reported unit failure of the unit intermittently going into training mode. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ar. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 8 jan 2025. Failure analysis received from the supplier for the part. Please see attachment. They stated no defect was found probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) was intermittent - goes into training mode. Patient involved and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a patient, the cardiosave intra-aortic balloon pump (iabp) unit goes into training mode. No one was harmed.